Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. It is unknown whether the patient line was properly primed before connecting, as the hp did not check before connecting. The technical service representative (tsr) had the hp close the clamps, cycle the power on the hc device, disconnect, and remove the supplies. The tsr advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation along with two solution bags (l5b9771 and c927152) and two ancillary sets (l5b9770 and c923094) which were connected to patient and drain line leads. The device was disinfected. Visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing performed with no issues noted. The sample with bags, frangible assembly, patient and drain lines were then ran on an in-house homechoice machine with no issues noted. The evaluation did not confirm the reported condition. No additional information is available.